Event description:
It was reported that on (B)(6) 2005 the patient was admitted with recurrent lumbar herniated disc at l4-5 on the right side. The patient underwent posterior instrumentation from l4 to l5 with right-sided l5-s1 facetectomy, discectomy and tlif. Interbody peek, posterior instrumentation, local bone, and rhbmp-2/acs were used. Post-op "the patient did report some numbness in her right toe; however, this improved over her hospital course." The patient was discharged on (B)(6) 2005. On (B)(6) 2012 the patient presented with a history of low back pain. An MRI of the lumbar spine indicated "l4-l5 spinal fusion. Multi level degenerative changes" 9mm low t1 and slightly hyperintense lesion along the posterior medial aspect of the right iliopsoas muscle at the l5 level is adjacent to the extra-foraminal right l4 nerve root, and may account for the patient's symptoms. This lesion is nonspecific, however, may represent a small perineural cyst or possibly a peripheral nerve sheath tumor." On (B)(6) 2012 an MRI of thelumbar spine with and without contrast indicated "the 9mm enhancing lesion along the posterior medical aspect of the right iliopsoas muscle at the l5 level, adjacent to the extraforaminal right l4 nerve root, enhances. This likely represents a nerve sheath tumor versus a sequestered disc fragment with a large peripheral zone of neovascularization. This may account for the patient's clinical symptoms." On (B)(6) 2013 the patient underwent a right l4 and l5 laminectomy and microscopic dissection of intraspinal extradural bone tumor comprising the l4 and l5 roots. Per the operative notes, "for the last year or so has had progressive pain and dysfunction involving her right leg. Imaging revealed that she had a good bit of scar at the l4 and l5 nerve root but CT imaging demonstrates that the rhbmp has formed a bony tumor mass creating profound lateral recess and neuroforaminal compromise at l4 and l5 on the right. There is no evidence of instability." Per the operative report, "I felt that I had decompressed the spinal canal and resected the bony tumor overgrowth, fully decompressing the exiting l5 root and the well out its foramen as well."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.